Event description:
Customer reports the compact plus system produced an undosed result of 223 mg/dl. No actions taken based on unexpected result. No adverse event reported. The customer did not provide the location where the unexpected result was obtained. Requested return of suspect device and replacement was sent.